Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The customer's report was observed and the ECG input connector was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device continued to pace once the pacing feature was turned off and displayed a noisy ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device continued to pace once the pacing feature was turned off. Additionally, the device was not recognizing a synchronized pacing wave. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.